Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 364 mg/dl. The customer was not present at the time of the phone call to perform troubleshooting. The customer's mother was advised to have the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.